Event description:
It was reported that the pt experienced return of pain symptoms. The pt was seen and it was noted that the low battery and low drug volume alarms were sounding, but could not be heard. It was found that all of the drug was still in the pump. No device troubleshooting was performed. The pump was replaced. The pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. The serial number is included in the range for the medtronic synchromed el implantable infusion pump recall (dated august 2007). Gear shaft wear has not been confirmed in this device.